Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. A supply change was performed to address the occlusion. Upon loading a new cartridge, multiple cartridge change error messages occurred with multiple cartridges. Customer's blood glucose level was 245 mg/dl. Reportedly, the customer had an alternate pump and manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error could not be verified and the alleged occlusion could not be verified as the cartridge was not returned; however, a different issue was identified.